Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad which was observed during evaluation as inoperable 0 and 1 keys. Evaluation also observed that the keypad had a delayed response when a functional key was pressed. The keypad and processor board were found to be the failing components causing the keypad issues and were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad was inoperable. There was no patient involvement. No additional information is available.